Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. It was noted that the buttons of the insulin pump may have been pressed at night. Customer's blood glucose readings were 136 mg/dl in the morning. No further information reported.

Manufacturer narrative:
No button error alarm could be verified and the displacement test could not be performed due to a blank display. The insulin pump had a blank display due to a severely corroded battery tube and battery cap contacts. The insulin pump had a cracked display window, a cracked case at the display window corner, a broken reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot. Flattened button dome switches were noted during the visual inspection.